Event description:
On (B)(6) 2013, the reporter contacted animas alleging unspecified elevated blood glucose levels with ketones. The reporter indicated that the pump battery compartment threads were stripped and the battery cap was falling off at times during the night resulting in power loss. This report is made based on the allegation that the patient experienced hyperglycemia related to a power loss issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/25/2014 with the following findings: unexplained power on resets were observed in the black box history. The returned battery cap threads were found to be stripped and was not able to secure to the pump. The reported power loss with the pump was found to be duplicated with the returned battery cap. A small crack was also found at the case seal of the battery compartment. No stripped threads were observed on the battery compartment. A test battery cap was used for testing purposes; the battery cap secured tight to the pump with no visible yellow o- ring. The pump was exercised for 24 hours with the test battery cap; no power loss issues were found with the pump. The pump was found to pass the flow accuracy test. The pump cover was removed; there was no evidence of internal moisture or damage found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.